Event description:
The user reported a decrease in volume around the middle of may. Before this the user was performing well with the device. No accident or changes in health were noted. There was no redness or swelling around the implant site. The user was explanted on the 28th august. This report refers to 9710014-2020-00294. For further information please refer to this report.